Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure which included a vizigo sheath and during the operation, the tip of the outer sheath was found cracked after inserting the inner sheath. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure which included a vizigo sheath and during the operation, the tip of the outer sheath was found cracked after inserting the inner sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was observed deformed and broken. A detail examination was performed to review the tip, and it was observed that the dilator was exiting the irrigation hole of the device. A device history review was performed for the finished device 00002546 number, and no internal actions related to the complaint were found during the review. The broken tip issue reported by the customer was confirmed, since the dilator exits the irrigation hole. The potential cause of damage could be related to incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).